Event description:
It is reported that because the stem was inserted deeper, and the offset value of the femoral head became larger than the surgeon planned with the provisional devices, the surgeon is suspecting that the contour of the medial curve of these rasps are different from the stem's contour.

Manufacturer narrative:
Evaluation summary: devices were not returned for evaluation and the cone provisional used was not specified. The design relationship between the rasp and the implant was reviewed using unigraphics. The fiber metal pad is proud from the rasp .020" at the most proximal region and tapered to line to line at the medial, anterior, and posterior sides of the implant. On the lateral side, the fiber metal taper is .020" proud. This is the intent of the design. No further analysis could be performed. Possible cause of the increased offset could be due to, but not limited to, one or more of the following: rasping too deep; incorrect evaluation of the provisionals; using the wrong provisionals for the implants. However, the exact cause of the complaint cannot be determined. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.